Event description:
Loaner screw set used for hardware removal. Surgeon attempted to remove old hardware with appropriate screwdriver for the previously implanted screw. The screwdriver broke in the attempt. The surgeon removed pieces and could see with room xray nothing was remaining.